Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to charge the ipg as recommended, therefore the ipg became inoperable. Reportedly, the patient did not have the pain the scs system was originally implanted for and the patient elected to have a system explant.